Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, infection, multiple attempts were made at getting the neck out with no success, a 28mm -3.5mm head was used with zimmer dual mobility. Biologic beads were used.